Event description:
Per the clinic, the patient experienced a skin flap breakdown at the implant site. The implant magnet was explanted (date not reported), and a cover screw was placed during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.